Event description:
As reported, inner shaft detached: during a cas procedure, the casper stent was implanted. When the delivery system of the casper was attempted to be removed, resistance was felt at the y connector of an optimo balloon guiding catheter (8 fr, tokai medical products), but the delivery system was removed. A spider (medtronic) had passed through the optimo and the filter of the spider had been deployed further than the optimo. A balloon catheter was then inserted into the optimo to perform pta for post-stent balloon dilatation, but high resistance was felt. When the inside of the optimo was checked under fluoroscopy, it was confirmed that a detached inner shaft of the casper was inside the optimo. The spider was therefore pulled to cover the lumen of the optimo so that the detached inner shaft did not come out from the tip of the optimo. Both the spider and the optimo, which had the inner shaft inside, were pulled out at the same time and removed from the patient. After removal, the spider was inserted to perform pta for post-stent balloon dilatation. Angiography was performed and the procedure was successfully completed without problems. Physicians¿ comments: according to the physicians, the resistance at the y connector was so high that the delivery system was accidentally pulled. Next time, the physicians will be more careful and make sure that y connector is fully open before removing the delivery system. Additional information: medical history: unknown, no image available, no additional information available. Stent implantation site, site: left cca and ica, size: 9.5 mm at cca and 3 mm at ica. Antiplatelet and anticoagulant therapy preoperative: unknown, postoperative: unknown. Platelet reactivity test: not performed, poba: both pre-dilation and post-dilation performed, protection device used: spider (medtronic).

Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): [serious malfunctions]. Deformation, damage and malfunction of this product migration, shortening and misplacement of stent misdeployment/torsion of stent recapture difficulty. Excessive resistance/friction/difficulty in inserting or withdrawing pain. Carotid sinus reflex hemorrhagic infarct (cerebral hemorrhage/subarachnoid hemorrhage), cerebral edema(hydrocephalus), stent thrombosis, stent stenosis/restenosis, cholesterol embolism, retreatment in vessel, chf, hyperperfusion syndrome, excessive tension/tension drop, [other adverse events], headache, hypoperfusion, fever, amaurosis fugax, vomit. (5) if excessive resistance is felt during manipulation, remove the unit and all applicable accessory devices together. (6)do not apply excessive force, this may be result in breakage or damage of this product. [Directions for use] introduction of the stent delivery system. 3.(3) note ensure to use a guidewire or protection device when advancing or withdrawing the delivery system. 4.(1)this product should deliver to target lesion through protection or guide wire using fluoroscopy guidance. Note:if there is resistance in advancing the delivery system, withdraw delivery system and replace it with another delivery system. Note: keep the delivery system as straight as possible with all slack removed outside the patient's body. Slak of the delivery system outside or inside the patient's body may cause misplacement of the stent beyond the lesion. Stent deployment 4. (3)if position of stent is inappropriate, the stent can be recapture and replace only when the length of deployed stent part is less than 50% of the total length (see figure2). Recapturing of stent can be accomplished maintaining the inner catheter (handle) position and advancing or pushing forward the outer catheter (see figure3). Note: since stent foresshortens as it expands, consider stent shortening for stent size selection. 5. Withdrawing delivery system (1)make sure that the stent deploy completely under the fluoroscopy. (2)remove whole delivery system from patient body under the fluoroscopy. Note: recapture distal tip advancing outer sheath of delivery system after stent deployment, withdraw it with rhv connected to guiding sheath or guiding catheter is opened to avoid entanglement. 6. Post deployment stent dilatation (1)if incompletely deployment is observed, perform the standard pta procedure. The inflated nominal diameter of the pta balloon used for post-dilation should be approximately the same as the diameter of the referenced native vessel. (2) withdraw the pta balloon catheter after post-deployment. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.